Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/07/2020.

Event description:
The customer reported that "oxygen device failed" alarm during patient use. The device was in use on a patient when the reported problem occurred. There was no patient harm or injury noted. The clinician transitioned the patient to the back up ventilator with no adverse-event noted. The reported issue could not be duplicated during operational checks performed by fse (field service engineer). Review of device records did confirm oxygen device failure. Tests performed as functional test based on servicing check sheets concluded that the reported issue was caused by an external factor that did not related to the device. Further examination of the device records revealed internal battery failure, to which the fse replaced the lithium-ion battery to prevent further recurrence. The unit was checked overall, cleaned, run in tested, and functionally tested. 2.30 software version was confirmed.

Manufacturer narrative:
G4: 04mar2020; b4: 04mar2020. Corrected the classification as a serious injury complaint by changing the type of reportable event and the adverse event or product problem sections. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.